Manufacturer narrative:
The patient gender was not provided. (B)(4). Approximate age of device ¿ 75 days. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was treated with unspecified surgical treatment and medication. The cause of the infection was due to the complexity of medical management. No further information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.